Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing well postoperatively. Not able to return explanted ipg per hospital discard policy.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. However, a database analysis was completed by the technical support team. Ipg resets while charging were noted in the database logs. When the system resets, stimulation turns off for 10-15 seconds and returns back to normal operation. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. Labeling review: a labeling review did not reveal any anomalies as it states: "persistent pain at the ipg or lead site." Is a known risk with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing well postoperatively. Not able to return explanted ipg per hospital discard policy.